Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller reported that the patient has not had therapeutic benefit from their neurostimulator and they realized this 8-10 months after the implant date. The caller mentioned they have only tried group b. The caller tried group c prior to the call, but the stimulation was too strong. The caller mentioned they have not tried other programming and have not worked with a representative. During the call they tried group c and the patient felt the stimulation in their left leg at 5.4 intensity. The patient's desired target was their low back. The caller tried group a to intensity 5.5 and the patient again felt a little stimulation in their left leg. The patient was redirected to their healthcare provider to further address the issue. The caller mentioned they were considering a pain pump due to the lack of efficacy of the neurostimulator however their doctor wanted them to try other programming. The caller mentioned they are going to see their doctor tomorrow.

Event description:
Pt is needing MRI. Caller noted the therapy is not working as well anymore and hcp wants MRI to confirm if the lead is still intact. Caller inquiring if they should x-ray prior to MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.